Event description:
Procedure: burch. Reportedly, an undisclosed number of days postoperatively, the patient noted hematuria and pelvic discomfort. The surgeon was notified and performed a cystoscopy in 2002. A tack used to secure the mesh for the burch procedure was found to have migrated into the bladder. Bladder repaired. Patient status is good.